Event description:
The patient expired. The death was unrelated to the implanted device system. The cause of death was not reported. A follow-up report will be submitted if additional information becomes available.